Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified right superficial femoral artery. A 5.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation the balloon ruptured. The device was removed without any problem. Different device was then used, and the procedure was completed. There were no patient complications nor injuries reported and the patient condition was good after the procedure.